Event description:
It was reported that during a ptca/ stent procedure, two 2.5mm duet stents were successfully deployed in a circumflex artery and the patient returned while normal post-operative stay. 24hrs after discharge the patient returned while experiencing chest pains. An ivus of the vessel revealded that there appeared to be a tissue prolapse within th most distal stent that the proximal stent was under-expanded. A redilation of both the stent with a larger 3.0 balloon catheter was able to reopen the prolapsed area and better expand the stents allowing better apposition to the wall of the artery. Reportedly, the patient is doing fine.